Event description:
Noticed a tiny break in the blue adaptor. They noticed this after the 3 hour dialysis was complete. No leakage was noticed. They use chloroxidine 2%, 4% alcohol. The catheter was installed in 2004. Have had 28 dialysis performed with success on this patient. No alteplase was used. Last dialysis at 300 (venous pressure at 110 and arterial pressure at 200). No injury or ill-effects to the patient.